Event description:
It was reported patient presented for an implant procedure. It was noted that a visible ridge was seen and felt on the insulation halfway down the right atrial lead. The lead was not introduced into the patient and the physician elected to use another lead to complete the procedure. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clean. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.